Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the broken port was physical stress from incorrect handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: bending section cover stretched and adhesive crack, image guide breakage, insulation failed, and biopsy port missing. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: bending section cover stretched and adhesive crack, image guide breakage, insulation failed, and biopsy port missing. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the oes cystonephrofiberscope port is broken and insulation bad at the tip during reprocessing. There was no report of patient harm or user injury associated with this event.